Event description:
The customer reported that erroneous cardiac troponin (accutni) and/or creatine kinase-mb isoenzyme (ck-mb) results were generated on the unicel dxc 600i synchron access clinical system for multiple patients across multiple days. This report represents the erroneous initial accutni result and ckmb result, above the assay's normal reference range, generated for one emergency room patient on (B)(6) 2012. The initial accutni and ckmb results were reported outside of the laboratory and the patient was held for observation in the hospital based upon the erroneous results. Beckman coulter inc. Assessment of customer supplied data indicated the initial accutni result was above the acute myocardial infarction threshold for the assay. Upon repeat, the accutni result was lower, within the normal reference range of the assay and regarded as valid. The patient also possessed an elevated ckmb initial result above the normal reference range of the assay, which upon follow-up testing 0f a second sample generated a ckmb result which was lower, within the normal reference range of the assay, and considered valid. The patient sample was collected in a sodium heparin plasma tube and was centrifuged for ten minutes at four thousand revolutions per minute prior to testing. The sample was tested within one hour of sampling and was tested from the primary tube. The sample was normal in appearance. Beckman coulter inc. Assessment of customer supplied instrument/assay performance data indicated that quality control results were performing within established limits at the time of the event. System checks performed on the date of the event were passing within instrument specifications. Additional patient assay results were not in question as part of this event.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) completed required repairs and replacements to the instrument incubator belt, wash pump, and dispense probes, however, the fse was unable to conclude that a specific part was the cause of this event. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2012-01680, 2122870-2012-01664, 2122870-2012-01665.